Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 315 mg/dl, 142 mg/dl and 173 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated she felt shaky at the time of the readings and self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.